Event description:
It was reported that the implantable pulse generator (ipg) device was pacing below the lower rate with the patient's heart rate was in the 40's. It was also noted the right ventricular (rv) lead had fluctuating and high thresholds. Capture was unable to be confirmed. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that patient experienced palpitations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.